Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 53 mg/dl. The customer¿s blood glucose level was 77 at the time of incident and current blood glucose level was 153 mg/dl. Customer¿s other blood glucose level were 98 mg/dl and 148 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer treated with food and carb. The customer was drive support cap appears normal. Customer stated that insulin dripping from end of set before connecting at their site. Customer reported that did not allege insulin pump was over delivering. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.